Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced an issue with synchroseal instrument. The customer reported that the sealing/cut was not synchronized. The procedure was completed using a backup instrument with no reported patient injury. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The surgical task being performed was sealing. The surgeon confirmed that sealing worked properly but instrument was unable to cut. The reported issue was not related to arcing. No error fault occurred when the issue with the synchroseal instrument occurred. The target tissue was under tension during the sealing/cutting process, and the vessel was not greater than 5 mm in diameter with no evidence of vessel calcification. The tissue was not exposed to radiation or chemotherapy prior to the procedure. The jaws did not come into contact with any metal objects, were not immersed in liquid, and were not contaminated by carbonized tissue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product with an alleged issue to perform failure analysis. The instrument cable was successfully inserted into the bipolar port of the generator. The white led light illuminated the generator indicating the instrument was recognized for energy delivery. The instrument passed the recognition and engagement tests when placed on the system arm. The instrument moved intuitively with full range of motion in all directions. The upper jaw assembly with the cut electrode opened and closed properly. The lower grip assembly with the blue spring pad remained stationary as expected. The instrument performed grip function successfully. All proper audible tones occurred when pedals were activated for cut electrode/sealing. No functional issue with the instrument identified. As part of investigation, further inspection confirmed that the instrument jaw cover was found torn with no material missing. This observation is unrelated to the customer alleged issue.